Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alert due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer also reported that battery compartment was neither damaged nor corded and the insulin pump gives the failed battery test alarm. The customer also reported that the failed battery test alarm reoccurred after inserting the new battery, the device will be returned for the analysis.